Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.